Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
The mushroom cup failed during a delivery. (B)(4).

Manufacturer narrative:
Investigation. Initiated manufacturer's investigation. Review DHR. *analysis and findings. The returned sample was not available at the time of this investigation (9/13/19), should the sample be located and made available for complaint investigation analysis, the complaint may be reopened and addressed as needed. Inventory review indicated that the lot was fully depleted and no longer available for verification. A review of the two-year product complaint history indicated one other similar reported event. A review of the csi lot (233891) DHR indicated the m-cup subassembly lot to have been lm234079. DHR review did not indicate any abnormalities. Supplier spc data indicated the pull force on the cup subassembly to have been well above the 41lbs minimum. Past complaint history similar in nature have indicated that it's not a device failure, as much as the device failure may have been the result of using the device contrary to indicated use instructions. Based on the information available, no further action is required. It should be noted that each completed vad device is individually accessed for visual and functional acceptance before being packaged, sterilized and released to fg warehouse. Correction and/or corrective action. Corrective active action is not warranted at this time as the affected device was not available for investigative analysis. All past complaint testing has not been able to replicate the type of reported event when used in accordance with the IFU instruction guidelines. Per bsr-qar-026 this complaint will be monitored for trending in that no injury was reported to end user, or patient. *was the complaint confirmed? No.

Event description:
The mushroom cup was damaged during a delivery. 1216677-2018-00097-1 mityone mushroom cup 10067 (B)(4).